Event description:
Patient called to report a serious adverse event involving her abbott freestyle libre 3 sensor. Patient stated on (B)(6) 2025 she went to bed and was feeling fine, the readings in her freestyle app were stable and levels looked good. She said the next day she didn¿t wake up, instead she was found by her kids who were checking on her and found her unconscious and called police and ems. She woke up in the hospital and had been intubated with a blood sugar reading of 1200. She stated she was in septic shock and her organs were shutting down and she almost died. Patient stated the sensor was reading inaccurately as her levels were much higher than what was showing in her app while she was unconscious. Patient stated she¿s very upset with this device malfunction and thankful to be alive but will now have to see a cardiologist as the organ failure may have affected her heart. She also stated this was clearly a quick onset event as her a1c before the event was 7 and after the event is 6.5.